Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 49 mg/dl. Reportedly, customer entered 60 grams of carbohydrates instead of the intended 48 prior to delivering a bolus. Bg was addressed via consumption of carbohdyates. The customer was instructed to consult with healthcare provider regarding bg level.